Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional tests could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with his insulin pump's keypad. The customer was unable to send his blood glucose readings to his insulin pump because the keypad was unresponsive. His blood glucose level was 254 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.